Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver shutdown unexpectedly. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was externally visually inspected and it passed. The receiver failed to charge and reboot, the receiver was perpetually rebooting. The receiver log download and functional testing were unable to be performed due to the receiver perpetually rebooting. The receiver case was opened and the internal inspection passed. The battery cable was unplugged and plugged back in, it still failed to turn on due to perpetual rebooting. Confirmation of the allegation and a root cause could not be determined.

Manufacturer narrative:
(B)(4)